Event description:
It was reported that a patient who underwent a space oar injection and fiducial markers placement under general anesthesia experienced a rectal wall infiltration. No patient complications were reported as a result of this event. Two months later, the patient remains asymptomatic and is scheduled for further medical checks, including a flexible sigmoidoscopy and magnetic resonance imaging (MRI).

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block b5, and b6 (impact codes) were updated based on additional information received on 20nov2024.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient who underwent a space oar injection and fiducial markers placement under general anesthesia experienced a rectal wall infiltration. No patient complications were reported as a result of this event.

Event description:
It was reported that a patient who underwent a space oar injection and fiducial markers placement under general anesthesia experienced a rectal wall infiltration. No patient complications were reported as a result of this event. Two months later, the patient remains asymptomatic and is scheduled for further medical checks, including a flexible sigmoidoscopy and magnetic resonance imaging (MRI). Additional information, it was reported that the patient did not complete the stereotactic body radiation therapy (sbrt) treatment; instead, completed an alternate course of volumetric modulated arc therapy (vmat) treatment, completed on (B)(6) 2025.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block b5 was updated based on additional information received on june 27,2025. Clinical study name: (B)(6).